Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who assisted in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to report if the malfunction code reappeared.